Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that server had error message notified as product were unable to link with device. The technical support specialist investigation revealed that medid was not properly configured in the es server application. Security group and override group settings were missing, and the medication was created locally under the facility formulary for hospital. Customer was advised to delete the local entry and request the hospital it team to add it via the pharmacy information system. Medication was then approved in the approval queue and barcode scan configuration was completed. Customer acknowledged and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had error message notified as product were unable to link with device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had error message notified as product were unable to link with device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.